Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed processor circuit card. Processor circuit card needed replacement. Replaced processor circuit card. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that non recoverable system error occurred during explanation for nurse (error code could not be confirmed). Tried to power cycle but the arctic sun device did not power on. Rebooted again, but situation was same.